Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue recurred, which the caller understood and acknowledged.